Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise resulting in an inappropriate shock. Aggressive isometrics and pocket manipulations were unable to reproduce any noise. X-rays were unremarkable. The device was reprogrammed from primary to secondary sensing vector and the therapy zone was increased to 250 bpm. No adverse patient effects were reported. The device remains implanted and in service. New information received indicates that patient was brought in for troubleshooting. Noise could be recreated when patient was on their right side supine. Boston scientific technical services (ts) requested updated device data. Additional information received indicates that the this device delivered an additional inappropriate shok. The physician elected to replace the s-ICD system with a transvenous system. The explanted device was returned for evaluation.